Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt presented with knee pain in the office. Revision was due to possible poly exchange or possible full component exchange."